Event description:
A malfunction was reported with the pump, and a specific malfunction code was mentioned. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy, and a replacement pump with updated software was sent by technical support. The customer was also instructed on the return process for the malfunctioning pump.